Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the rep tried to download the reports they received a message that ¿report failure: an error occurred while accessing the report. You may retry. If it continues to fail, please contact medtronic technical support.¿ the rep retried including rebooting the tab as well as connecting the tab to computer. Still failing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a dystonia patient with an activa rc noticed that their implantable neurostimulator (ins) stimulation was off upon interrogation. The ins was sufficiently charged and the patient didn't have their programmer so they couldn't turn off the stimulation. From the session report they noticed that the stimulation had been off since april and the last usage was 0 from end of april onwards. The mdt data files were shared but they were from the second interrogation so the previous information was overwritten and wouldn't be available. They recommended keeping the rc fully charged and stay vigilant for possible future issues.

Manufacturer narrative:
Continuation of d10: product ID a610, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins was replaced.